Event description:
It was reported that during a da vinci salpingectomy surgical procedure, the articulating end on the monopolar curved scissors instrument rotated and needed to be reset three times. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of articulating end rotated during the case. There was no trouble found. The instrument was returned with zero uses left so it was not possible to test the instrument for articulation. Visual inspection found no problems with the cables at the distal end or back end. The instrument was manually moved and no problems were observed. Failure analysis investigation found the instrument's tube extension exhibited removed pad printing and various scratch marks. The removed pad printing area measured approximately 0.299 x 0.058 - 0.120 x 0.068. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage if to recur could cause or contribute to an adverse event.